Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the battery fault was due to water contamination. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Resmed sweden reported that an astral device was returned for a general evaluation. During the evaluation it's battery was found to be defective. The device was not in use when the fault occurred, therefore, there was no patient involvement.